Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the er220 instrument clips would not close. When one would close, it was crossed (scissored). There was no pt consequence.